Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received two used, empty easypump ii lt 125-25-s without packaging. The provided samples were subjected to a visual examination. As-received condition the clamp clips were closed and the patient connectors were closed with a red combi stopper (the original wing cap was not handed over by the customer). Damages or other deviations were not detected. At the samples we detected crystallized drug residues at the filling port (lli-cone). Solution or crystallized drug residues in the lla-cone were not detected. Afterwards the pumps were filled with nacl 0.9 % up to the nominal value (125 ml) and a functional test respectively a leak test was carried out. After starting the pumps the pumps did work immediately (solution was running). Leakages were not detected. In addition the flow rate of the pumps were tested. Nominal: 5 ml/h actual: sample 1: 7.4 ml in 1 h; 13.1 ml in 2 hrs; 90.3 ml in 18 hrs. Sample 2: 4.9 ml in 1 h; 10.0 ml in 2 hrs; 85.4 ml in 18 hrs. The values are within the specification. A fast flow (as described by the customer) could not be determined at the inspected samples. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected during in process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): fast flow